Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched. The fse verified pressures, replaced the check valves, and performed calibration and controls. A 20 count precision run was performed, and a defective thermal printer was replaced. Several patient samples were run to verify proper instrument performance and that the analyzer was functioning correctly the g8 analyzer was functioning as intended and the peak pattern issues cleared. No further action required by field service. The probable cause of the event was related to the check valves. A complaint history review for serial number (B)(4) was conducted from 30-oct-2014 through (B)(6) 2015 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported peak pattern issues with the g8 analyzer. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.